Manufacturer narrative:
Additional information was received that the physician does not believe that the infection was device related. However, it could be a possible contamination or breach of sterile technique by the resident assisting with the implant procedure.

Event description:
A report was received that the patient had a possible pocket site infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had an intermittent drainage. The patient was placed on antibiotics.

Event description:
A report was received that the patient had a possible pocket site infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patients ipg was explanted due to poor wound healing.

Event description:
A report was received that the patient had a possible pocket site infection. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a possible pocket site infection. The patient underwent an explant procedure. No device malfunction was suspected.